Manufacturer narrative:
Blocks d9 & h3 omniwire was returned for evaluation. Block h3: the omniwire was returned without the proximal portion. The returned portion of the omniwire includes the distal coil, sensor, sensor housing, and 132 mm of the distal core. The distal core was damaged with a portion of the coating and trifilar bunch up at the distal end with no missing pieces detected. Block h6: block h6: the probable cause of the failure report is damaged during use generated by the interaction of the wire with the stents, and likely worsened during removal from the patient.

Event description:
It was reported that during a coronary isr diagnostic procedure, the omniwire got stuck during pullback and a piece of the wire shredded, but no sharp or protruding edges were noted. The omniwire and non-manufacturer''s guide catheter were removed as a unit. Fluoro was used to confirm nothing was left in the patient. A new omniwire was used to complete the procedure. No patient injury reported. This product problem is being submitted because the omniwire and non-manufacturer''s guide catheter were removed as a system, potential for harm if it were to recur.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Date of birth, sex, weight, and ethnicity: no information available. Relevant tests and other relevant history : no information available. Suspect products: not applicable for this device. Implant/ explant date and single use device that was reprocessed and reused on a patient: not applicable for this device. The omniwire was not returned for evaluation, thus no returned product investigation was performed. Remedial action or correctional #: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.